Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly unable to inflate. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly unable to inflate and had retraction problem. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint was caused by the manufacturing process. Investigation summary: the device was not returned for evaluation; however, one electronic x-ray image was sent for medical review. The image is centered around the distal thigh to just below the knee. The wire present is most likely going through the sfa below the knee. An unclear object can be noted to be at the external portion of the leg with a density similar to contrast, however it is difficult to determine what the object is. Although this complaint alleges an inflation issue and a retraction issue, more details are necessary for further investigation as there significant consequences associated with these failure modes. Based on the medical review, the reported inflation issue can be confirmed for, as the balloon was noted to be in an inflated state inside the patient. The investigation is confirmed for the reported inflation issue, as the balloon was noted to be in an inflated state inside the patient in the medical review completed. The investigation is inconclusive for the reported retraction problem, as the device was not returned for evaluation. The definitive root cause for the reported unable to inflate and retraction problem could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4 (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.